Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 10 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the explant was due to stenosis secondary to calcification. Of note, the aortic prosthetic valve (model 2700-carpentier-edwards perimount aortic pericardial bioprosthesis) was also replaced after an implant duration of approximately 25 years during the procedure. Per the operative report provided, the patient has calcified and markedly atherosclerotic ascending aorta. After opening the aorta, we were able to see the calcified aortic bioprosthesis. This was carefully removed. Then, the aorta was completely transected, left atrium was opened through the dome approach and we could see the mitral prosthesis which was also calcified. This was also completely removed. A 27 mm edwards valve was implanted in the mitral position; a 23 mm non-edwards valve was also implanted in the aortic position. The ascending aorta was also repaired by implanting a 28 mm graft. The patient came off bypass with some inotropic support. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be investigated, the reported stenosis was likely due to the calcification noted in the op report.. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.